Manufacturer narrative:
This report is being filed under (B)(4) by arjohuntleigh (B)(4), on behalf of the importer (B)(4). This appears to be a "malfunction" type of event, not because there was a technical malfunction of the device, but since due to a use error the device did not perform as intended. Review of similar reportable events as well as standard complaints for alpha trancell deluxe mattress, revealed that there was no similar cases recorded with similar failure mode. The incident is the first one reported to us associated with the pt entrapment in which alpha trancell deluxe was involved. Review of all reportable incidents regarding similar mattresses to the one involved in the incident (alpha trancell deluxe) revealed that there were 4 incidents reported under alpha response brand name connected with the pt entrapment due to sideward movement between cells and air filled base (1000381138-2010-00027, -00029, -00001, -00028). Another incident reported on alpha response was associated with mattress incorrectly installed to the bed frame which resulted in pt fall (3007420694-2013-00020). The trend observed for reportable complaints with this failure mode is considered to be low and stable. The device was inspected by arjohuntleigh rep at the customer site and found to be to specification and general condition of the device was good. The device was not taken out of service since the device was working properly. The device was being used when the event occurred, however, the device itself was not a direct cause of the incident occurrence. The alpha trancell deluxe mattress replacement is equipped with 4 velcro straps that are attached to the base cover of the mattress. The straps are provided to ensure the mattress is securely fitted to the bed frame when the mattress is in use. Our investigation shows that the mattress was not correctly installed: by failing to correctly fit the base cover to the bed frame, the risk of mattress movement increased. Furthermore, it appears a correct eval of the situation which would have come from following the procedures in the device labeling would have additionally precluded the event from occurring. We have not been able to find any contributing mfg anomalies. The root cause of the complaint was found to be a user error as the parts of the IFU mentioned above are showing that if the IFU safety warnings are followed the problem should be noticed prior use and will not lead to any pt or care giver risk. We take all issues of this nature seriously and will continue to monitor any future trends that may arise from the use of our products, however, based on the info provided, we believe the contributing factor in the pts entrapment was the failure to adequately install the mattress to the bed safely.

Event description:
(B)(4).